Event description:
Ibc from pt in regards to one of her crono pumps. She stated that sn # (B)(4). (Due (B)(6) 2018) was alarming with "occlusion" error message about 3-4 times on (B)(6) 2017. Replacement pump being sent to patient. No other information provided. Name: remodulin. Strength: 2.5 mg/ml. Manufacturer: united therapeutics. Dose or amount: 38.9 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.